Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical failure analysis. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 999 devices that were released to distribution. Therefore, we cannot determine what may have caused the user to experience the reported event. A mitek device was involved with a pt infection, therefore, we are filling a report to document this event. At this point in time, we are still in the info gathering process. Questions have been sent to the affiliate for more info. If and when however, more info is received that is both pertinent and germane to this issue, that info will be evaluated and the conclusions will be reflected in a follow up report mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting that a pt underwent a cross ligament reconstruction surgery in 2007. About one week after the procedure, he/she developed a skin infection, where the cannula was inserted. The infection was treated with an antibiotic therapy.